Event description:
The hcp reported the pt was experiencing increasing low back pain and left lower extremity sciatica. The pt was diagnosed with a granuloma at t12. The pump was explanted due to "near end of life." The pt outcome was reported as "pain much improved."